Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported the patient experienced a sharp, stabbing pain on the right side where his implant was. The patient was sleeping when the pain woke him up. The patient noted the pain was now a dull pain at the small of his back. The patient tried adjusting his stimulation, but still had the pain. No trauma or falls were reported that could have been related to the issue. The event date was noted to have been the day prior to the report, which indicates the pain was sudden.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.